Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the panel not displaying and being unable to operate was confirmed. It is believed that the system detected abnormal operation of the conduit line pressure sensor mounted on the circuit, causing the front panel lights to turn off and triggering the alarm. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit panel does not display and is unable to operate. The issue occurred during reprocessing. There was no reports or patient harm.